Event description:
The customer reported that chemotherapy leaked from the silicone segment at the upper fitment area. No patient/nurse harm or medical intervention occurred. The customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.